Event description:
The pt reports their pump has been alarming intermittently since it was implanted three years ago. The MFR rep reports the pt has been getting good pain relief with the pump and the reservoir volumes are always as expected. The alarms do not seem to be tied to refills of the pump. The drug used in the pump is morphine 10 mg/ml at 1.5 mg/day. The low battery alarm was played for the pt and identified as the alarm the pt is hearing. The low battery alarm was disabled to determine if there is another alarm that is sounding. So far no alarms have been heard. Add'l info has been requested from the hcp but was not available on the date of this report.